Manufacturer narrative:
Another surgery was performed with the fusion system and the medtronic rep showed the surgeon an alternative method of registration (point-merge). It was successful and the doctor was very happy with the accuracy. He will use point-merge in his cases from now on where there is an insta-track in the scan. It is suspected the user did not trace posterior to the eye resulting in inaccuracy deeper in anatomy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon alleged a 1cm inaccuracy when going deeper into the anatomy . The surgeon deemed being accurate on the surface. The medtronic representative, trouble-shooting, reported interference values were approximately 1.3. The site was using instatrak. Also noted was that the surgeon was tracing above the patient eyebrows and on the nose. It was recommended, to the surgeon, tracing more posterior points or using pointmerge. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by the site. A medtronic representative noted in the surgery, that the surgeon was tracing above the eyebrows and on the nose. A tracing technique was recommended to the surgeon, to trace more posterior points or use pointmerge. Parts not returned to manufacturer for analysis.